Manufacturer narrative:
Corrections in b4: date of the report. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The spinalpak controller was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
On (B)(6), the patient stated that she is no longer wearing the bone stimulator due to excruciating pain on the left side. Patient said that when she heals, she will try again but right now, she has stopped treatment. The patient reported that she experienced leg pain in her thigh since wearing the bone stimulator. The patient is not sure if it is related to the stimulator or not as she was having ongoing leg issues since her surgery. Patient stated that she may take the stimulator off and keep track if the pain resolves. No further consequences are reported. There was no product returned for further evaluation.

Event description:
On october 27th the patience stated that she is no longer wearing the bone stimulator due to excruciating pain on the left side. Patient said that when she heals, she will try again but right now she has stopped treatment. The patient reported that she experienced leg pain in her thigh since wearing the bone stimulator. The patient is not sure if it is related to the stimulator or not as she was having ongoing leg issues since her surgery. Patient stated that she may take the stimulator off and keep track if the pain resolves. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Additional information in b5. This follow-up report is being submitted to relay additional information. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as october of 2025.

Event description:
The patient reported that she experienced leg pain in her thigh since wearing the bone stimulator. The patient is not sure if it is related to the stimulator or not as she was having ongoing leg issues since her surgery. Patient stated that she may take the stimulator off and keep track if the pain resolves. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as october of 2025.